Event description:
The event occurred with the aragon surgical's os12 electrosurgical instrument system. The os12 instrument is indicated for tissue sealing and division during the performance of open abdominal hysterectomy. The instrument tis designed to deliver radiofrequency energy (rf) through multiple electrodes in order to seal tissue, including complex tissue sheets. The instrument connects to the aragon surgical rf generator. A physician was on her 6th seal on a uterine artery on the right side of the pt's uterus. The overall length of the clamp tissue was 2 to 2.5cm and rf was delivered for approximately 14 to 15 seconds. The dr advanced the cutter and retracted the blade fully noted by a click and was not able to open the jaw of the os12 instrument. A colleague male dr tried 3 to 4 times without success. The instrument was cut out of the surrounding tissue of the uterus. The dr completed the procedure using sutures. The pt is fine. The os12 instrument was returned by the medical facility for eval. The complaint from primary physician was repeatable when it was evaluated. The jaws could not be opened with conventional method by using the release button along with the primary hand lever. The attempt was repeated 10 times without a successful opening of the jaw. There was no visual evidence of either mechanical or material failure. The release button and the lever did not present either binding or audible indications of a malfunction of the os12 instrument. After going over the technical schematics, it was determined that the most probably cause could be the release bar not engaging properly. The os12 instrument was dissected to determine the cause of the malfunction. Part of the top plastic casing was carefully removed to display the right and left release bar. Upon removing the top plastic casing, it was determined that the right interlock mechanism was sheared off either due to excessive force or material failure. Both interlock mechanism is in need in order for the release button to deliver a forward force to move both the right and left release bar to unlock the jaw. If either one or both interlock parts fail, then the operator will not be able to release the instrument jaw. The investigation of the os12 device that failed to open on the 6th seal was determined to have a right interlock that sheared off due to either excessive force or material failure. The interlock did pass all inspection criteria prior to being used in the manufacturing of the tegus instrument. There have been no other similar complaints from the field. The pt is fine; the conclusion on behalf of aragon surgical is that the info does warrant an investigation as there was an adverse effect to the pt where surgical intervention was required to prevent possible serious injury.

Manufacturer narrative:
Even though the pt is fine, the conclusion on behalf of aragon surgical is that the info does warrant an investigation as there was an adverse effect to the pt where surgical intervention was required.